Event description:
Allegedly, patient was revised due to pain. Revision njr number: (B)(4) side: r. Primary asa: p2 - mild disease not incapacitating components not revised: profemur® l hip stem size 3 ha coated product ID pha05506 lot ID 511348822. Profemur® neck 8dg a/r short product ID pha01232 lot ID 511357101.